Event description:
It was reported that pump experienced ongoing malfunction alarms malf 0, with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction insulin using multiple daily injections and did not require assistance from any third party. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.